Event description:
Approximately 18 months following the placement of a cypher stent, the patient returned for follow up. Repeat angiography (with ivus) revealed a disruption type fracture of the stent placed in the mid right coronary artery (rca) with in-stent restenosis. Additional comments note that this was at an angulated section between the mid and distal rca. There was no intervention performed. The patient was admitted with an acute myocardial infarction. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Coronary angiography revealed 2 vessel disease. The target vessel is described as an eccentric, non-tortuous, de novo segment of the rca with thrombus present. This lesion was angulated with no calcification. Lesion length was 10-20mm. Timi is 0. It is unknown if the lesion was pre-dilated. A cypher 3.5 x 33mm stent was placed. Maximum balloon pressure is reported at 14 atms. It is unknown if post-dilatation was performed.